Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01502, 0001825034-2017-01503, 0001825034-2017-01504 & 0001825034-2017-01505.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.